Event description:
It was reported that the unit was dropped and has a broken screen, battery drawer and missing knobs. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. (B)(4). Evaluation summary: (B)(4): analysis confirmed the reported event, the display was cracked/broken, and the battery drawer and one knob were broken. It was also noted that the upper case and lower case were broken, the battery release, side bail covers, heart block, lead flex cover and heart lead flex were contaminated, the ring cover was broken, the ring was bent and the battery contacts were compressed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was cracked/broken, and the battery drawer and one knob were broken. It was also noted that the upper case and lower case were broken, the battery release, side bail covers, heart block, lead flex cover and heart lead flex were contaminated, the ring cover was broken, the ring was bent and the battery contacts were compressed.